Event description:
Additional information received reported that the patient did not have concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on (B)(6) 2014. The patient was programmed and was getting good coverage.

Event description:
It was reported that the there was a loss of therapeutic effect. The patient had no stimulation sensation. There was an increased baseline pain and a shocking or jolting sensation. These symptoms occurred following implant. The patient was looking for suggestions and someone to help him set his stimulation. His stimulation was adjusted a couple days after implant and his post-op appointment was in 3 days, when the staples were going to be removed. It was noted that the patient felt ¿it is doing the job, I¿m 100% satisfied. What we have had to do to get to this point is a problem for me.¿ the patient had 2 programs, which gave one setting for his left side from his waist down to his ankle and foot. The other setting on the right side was broken in 3 points, for the shingles down to his knee and then his ankle. The patient had the settings adjusted a little. They were high on the upper part and he reduced those. But he was still having problems of getting the sensation of a stun gun. He also had a problem during transition, so he was confined to his bed or recliner for 16 hours a day. He would get a real sharp stun gun effect and then it would settle down. He would make some movement or sit in his recliner and it would start all over again. ¿I get the relief where I can¿t feel it to the high point.¿ the patient thought he needed to turn the implantable neurostimulator (ins) off when they lied down, ¿there¿s no way I can sleep with it at night, I have a c-pap, I have real sleeping problems.¿ it had worked fine but now after a few more days, when he turned it down at night he thought his system was getting used to it. When he immediately turned it down, he would start feeling the same pain he had in his knees and feet, the same pain when he first started doing this. It seemed to last during the night, it was fine, but then he would get up in the morning and had to go through the same procedure. Last night the patient turned the ins off and had 2 problems. He had his original pain and couldn¿t sleep, but couldn¿t sleep with it on either. Today, it seemed like it was higher than what he had previously had it and it bothered him more. The shocking feeling was what bothered the patient the most. The patient was advised that a 5 week timeframe was needed for healing after the surgery, and scar tissue to anchor the leads. The patient thought that the therapy was 90% effective. The highest level was 4.80 and was now in the ¿low 3¿s.¿ the patient didn¿t feel anything. It was actually higher than 4.8, but they brought it down to a level that he could handle. But now after a few days it was too high again. The patient was advised to make more incremental changes to balance having symptoms relief but not shocking. The patient was going to notify his healthcare provider (hcp) in 3 days. It was noted that the ins was helping with his neuropathy, arthritis, and ankle problems. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a poor quality of life currently. He had pain in his knee, which was pre-existing and the reason for the implant. The pain continued since implant and his healthcare provider (hcp) told him that the pain could be arthritis and the implantable neurostimulator (ins) might not help. He had an MRI on the knee yesterday, and it noted that it was not related to the device or therapy. The patient also could not sleep well, which was pre-existing and it was better when the patient used continuous positive airway pressure (CPAP). He did not sleep more than 2 hours a night and he could only sleep on one side. When the patient turned on the side, he did not feel like stimulation was adjusting. He would wake up at night and stimulation was bothering him. The patient would turn stimulation off for 10 minutes and back on. The vibration pain was better than the pain with therapy off. Sometimes his wife "smoothes" the therapy out and he could not feel stimulation and it was unknown if he was getting benefit. There were times his wife would change programming from 400 to 175 and the patient would not feel a difference. The wife was the only one to change the patient's settings. Therapy on was better than off, but therapy was not covering all the pain, since implant. The patient thought it needed to be fine-tuned. It was noted that the patient declined programming assistance. The manufacturing representative did a good job but he did not feel he got enough time during sessions with the manufacturing representative. He thought this was partly because of the hcp or hcp scheduling. 5 days later it was reported that the patient had been reprogrammed and doing well.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).